Event description:
Event description guidant received information that this chronic right ventricular (rv) defibrillation lead has been demonstrating shock lead impedance measurements <20 - 23 ohms for the low voltage daily test. It was reported that when the pocket is manipulated, the impedance measurement can vary within the normal range. The representative caller noted that the lead may have been wrapped around the device too tightly and may have thus fractured. It was further noted that the patient was scheduled for a lead replacement procedure and the representative was inquiring about the warranty process in order to ensure proper documentation for reimbursement.